Manufacturer narrative:
The second xhibit central station ((B)(6), UDI (B)(4) (B)(6)) returned by the customer as a precaution was received for additional investigation. The service depot representative evaluated the device where they were able to verify the reported issue. It was found that the fan on the video card had failed and was not repairable. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. It was intitially believed that an external factor was causing the loss of power, but, upon investigation of each device. Both devices were found to have similar failures. Note that the serial number information provided in section d reflects the first device that was evaluated.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station would shut down on its own. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer later confirmed that known working xhibit central stations installed in the same location would experience shut downs as well. Power cables was replaced but the reported shutdowns would still occur. As a precaution the customer opened a RMA to ship the original device in for additional testing. At this time, the device has not been received. Additionally, a spacelabs healthcare representative continues to investigate the peripherals connected to the device to further isolate the cause of the reported issue. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The first xhibit central station (sla1118f04029, UDI (B)(4) returned by the customer as a precaution was received for additional investigation. The service depot representative evaluated the device where they were able to verify the reported issue. It was found that the fan on the video card had failed and was not repairable. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. The field service representative has been dispatched to the customer's site to investigate the second unit that was installed in the same location and failed the same manner. At this time the evaluation has not been completed. A follow up MDR will be submitted in accordance with 21 cfr 803.56 when the additional information is made available.